Event description:
A device report from (B)(6) indicated: a hospital in (B)(6) reported: pt with 11 degree open tibia fracture, right, was enrolled in a (B)(4) and was implanted on (B)(6) 2011 the a nail and screw. Pt had a planned k-wire removal as an outpatient on (B)(6) 2011. It was discovered on an unk date pt had a delayed union. Pt was returned to operating room on (B)(6) 2012 and a removal of the proximal screw was performed. It is not known if any new hardware was implanted. Pt treated with medication: single shot IV antibiotics pre-operatively. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
Device used for treatment and not diagnosis.